Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The manufacture's field service engineer (fse) reported that during servicing, fse observed that both internal and external batteries are dead. There was no patient involvement.

Manufacturer narrative:
The field service engineer (fse ) replaced both external and backup batteries to address the findings. Fse performed a final testing and unit passed all testing successfully.